Manufacturer narrative:
Physio-control evaluated the device and was unable to verify the reported failure. Physio-control performed unrelated repairs and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Manufacturer narrative:
(B)(4). The follow-up medwatch report indicates that physio-control evaluated the device and was unable to verify the reported failure, that physio-control performed unrelated repairs and observed proper device operation through functional and performance testing and that the device was then returned to the customer for use. Medwatch report should indicate that physio-control evaluated the device and observed several event codes being logged in the device's memory, but was unable to verify the reported reset condition, that physio-control replaced. The user interface pcb assembly and system controller pcb assembly to resolve the event codes and as precautionary fix for the reported reset condition, that proper device operation was observed through functional and performance testing and that the device was then returned to the customer for use. Follow-up information: physio-control further evaluated the removed system pcb assembly and user interface pcb assembly and determined that the cause of the observed event codes was due to an integrated circuit, designator u61, on the system pcb assembly that had a current leakage of 812 microa which depleted the coin cell battery and caused the device to log multiple event codes, but there was no verification of a device reset failure upon further testing.

Event description:
It was reported to a physio-control customer service representative the that customer's device reset itself when delivering a defibrillation shock during a training session. The customer reported that the device is used only as a training device. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.